Manufacturer narrative:
The reported event is unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and no leaks were noted. The active length of the catheter balloon was measured 0.7020" and found to be within specification (0.5" to 0.8"). The measured french size was 12fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Bard, bardia, bardex, uriplan, ez-lok, and lubricath are trademarks and/or registered trademarks of c. R. Bard, inc. Manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities. A new connector with a needle free sample port has been added to this product. Instructions for use for the needle-free sampling 1. Kink the drainage tubing at a minimum of 5cm below the sampling port. 2. Wipe the surface of the port with an alcohol swab. 3. Using an aseptic technique, position the syringe (luer slip tip only) in the centre, perpendicular to the surface of the port, and then press the tip of the syringe into the sampling port. 4. Aspirate the desired volume and then remove the syringe. 5. Wipe the surface of the port with an alcohol swab. 6. Unkink the tubing and send the correctly labelled specimen to the laboratory."

Event description:
It was reported that the foley catheter fell out of the patient with the balloon intact after being insitu for approximately 15 minutes. The catheter was placed prior to hip surgery. The dr inflated the balloon and noticed water leaked from the valve where 10ml of water was inflated. The patient was already prepped for surgery, so a decision was made to not place a new catheter and have one placed in recovery instead.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out of the patient with the balloon intact after being insitu for approximately 15 minutes. The catheter was placed prior to hip surgery. The dr inflated the balloon and noticed water leaked from the valve where 10ml of water was inflated. The patient was already prepped for surgery, so a decision was made to not place a new catheter and have one placed in recovery instead.